Event description:
The customer contact reported the delivery took longer than expected. Line a of the pump was programmed to deliver an unspecified concentration of "saline" at a rate of 30ml/hr, with a vtbi (volume to be infused) of 250ml. Line b was programmed in the concurrent mode to deliver an unspecified concentration of igg(immunoglobulin g) at a rate of 120ml/hr, with a vtbi of 60ml and the deliveries were started. It was reported that 45 minutes later, the device alarmed that the delivery was complete instead of the expected 30 minutes. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.